Event description:
A report was received that a patient was experiencing difficulty charging her ipg. After attempting to troubleshoot, the patient's physician has recommended that the ipg be replaced due to the charging issues.